Event description:
It was reported that pump experienced malfunction with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance, did not experience recurring malfunction, and was advised to continue using pump and call back if problem returned.